Manufacturer narrative:
The customer removed the core from the patient's mouth and replaced it successfully with a different product. No product was returned by the customer. A retain sample was evaluated for gel time, set time and barcol hardness. The product met specifications. During evaluation no swelling of the product was noted.

Event description:
A doctor alleged that while using the build it fr cartridge the product expanded when it was light cured and then swelled up. It had to be cut back. During the same procedure the doctor noticed that the core moved during removal of the temporary crown. The core completely separated from the bond and tooth structure.